Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver charge and will boot was performed and the receiver failed due to perpetual rebooting. The receiver download retrieval and attachment failed due to perpetual rebooting. Global receiver functional test could not be performed because of the perpetual rebooting. The receiver case was opened and the ui pcba board was detached enabling the retrieval of the receiver download. The receiver download was able to confirm the customer complaint as several loss of connection gaps were found within the investigation window. Additionally, a pairing/calibration and performance test was performed and the receiver failed due to perpetual rebooting. The customer complaint of loss of connection was confirmed. The root cause could not be determined.